Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported the patient had received multiple line-blocked alarms after changing his cassette (not an ICU medical product) and infusion site that morning. He had attempted to resolve the alarms with the current cassette, which the pump allowed, but the alarms continued to reappear a few minutes later. Upon removing the existing site, a small amount of blood was observed at the bottom of the cannula.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.